Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported detachment of dilator rotating hemostasis valve (rhv) was not confirmed; however, returned device analysis did identify that the cap of the rhv was returned detach from the dilator. The cap and dilator were inspected and no breaks were observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported rhv detachment, it is possible that the account interpreted the detached rhv cap as detachment of rhv as the cap was returned detached from the rhv; however, this cannot be confirmed. Additionally, there was no issue with snapping the cap back on to the dilator rhv. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the detachment of the dilator rotating hemostatic valve (rhv). It was reported that during unpacking, the rhv broke off the dilator. The device was not used and replaced with a new steerable guide catheter (sgc). There was no clinically significant delay in the procedure and no patient involvement. No additional information was provided.